Event description:
During a laparoscopic assisted vaginal hysterectomy, the dr fired the first device and on the second firing, the staples did not form properly. A second device was pulled and it did not form staples properly either on the second firing. There was no pt consequence.